Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the involved product code and lot number no anomaly was noted in the manufacturing record and the shipping inspection record. No similar issues have been reported from other facilities. Cause of occurrence/conclusion no anomaly was found in the manufacturing record and the shipping inspection record; however, since the actual sample was not returned and the analysis of it could not be performed, the cause of occurrence could not be clarified. Relevant IFU reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the product was used for superficial femoral artery (sfa) long chronic total occlusion (cto) case. When used in the lesion, the distal end of wire broke off and remained in the patient. Retrieval with a snare was attempted but not possible. The fragment was in the chronic total occlusion (cto) lesion so it was covered with a stent. Attempts to retrieve the fragment by medical and surgical intervention failed and the fragment remained in the patient body. The procedure outcome was not reported.